Event description:
No new information received by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation, and the complaint investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal surface. Cfu: 1 cfu. Bacterial identification: bacillus cereus. Sampling date: (B)(6) 2025. Sampling from: air water channel. Cfu: 2 cfu. Bacterial identification: bacillus cereus and bacillus species. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: 1 cfu. Bacterial identification: bacillus species. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: >80 cfu. Bacterial identification: bacillus cereus. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: >80 cfu. Bacterial identification: bacillus cereus. Sampling date: (B)(6) 2025. Sampling from: air water channel, auxiliary channel. Cfu: <1. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: instrument channel. Cfu: 30 cfu. Bacterial identification: bacillus cereus. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 55 cfu. Bacterial identification: bacillus species. Sampling date: (B)(6) 2026. Sampling from: air water channel. Cfu: 1 cfu. Bacterial identification: peribacillus sp. Sampling date: (B)(6) 2026. Sampling from: auxiliary channel, suction channel. Cfu: <1 cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2026. Sampling from: instrument channel. Cfu: 1 cfu. Bacterial identification: bacillus cereus. The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during a routine inspection, the gastrointestinal videoscope tested positive for more than 100 colony forming units (cfus) of a bacillus species. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.